Event description:
It was reported, the subject device had a serrated cord. The customer provided the procedure type was unknown, in the operating room and was completed using the same set of the equipment. No delay and no patient harm reported by the customer.

Manufacturer narrative:
Updated fields: h3 device evaluated by mfg., h4, h6, h10, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a serrated cord. The customer provided the procedure type was unknown, in the operating room and was completed using the same set of the equipment. No delay and no patient harm reported by the customer.